Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: white particles observed on the surface of the shell. Creases were observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported right side "implant discoloration".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture seen during surgery.

Event description:
Healthcare professional reported right side rupture seen during surgery. Device has been explanted.